Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease flat, yellow particles, opening on posterior and broken plug strap. Leak test and microscopic analysis was performed which identified: opening sharp, broken sharp plug strap, delamination plug strap of disk shell (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A sharp broken on plug strap due to a surgical impact opening. A delamination partial of the plug strap (adhesive failure).

Event description:
Device has been explanted.